Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center confirmed the customer's event and found that the b40 error occurred due to a circuit board malfunction. In addition, the video connector unit lock and release lever were faulty. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the evis exera iii video system center was displaying a b40 error during a procedure. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a faulty patient circuit (cm) board and faulty lock/release lever were confirmed during incoming inspection. It was determined that a faulty cm board was the cause. However, the cause of the faulty cm board could not be identified. Olympus will continue to monitor field performance for this device.